Manufacturer narrative:
(B)(4). Evaluation summary pending investigation conclusion.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one handle and one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned devices. The instrument was received engaged with the reload. The instrument firing knobs were retracted and the articulation lever was in neutral position. During functional testing, a slight interference was noted upon attempt to remove the subject reload from the instrument shaft. Functionally, the instrument was loaded with post market vigilance (pmv) representative reloads. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. Visual inspection of the cartridge revealed that the reload was fully fired. The articulation flag at the proximal end of the reload adapter was severely bent. Due to the noted condition no functional testing was performed on the reload. A review of the instrument device history records indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. A review of the reload device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a lap sleeve gastrectomy, the reload made a sound when firing. After the firing, the handle did not work and was unable to unload. During the procedure, a fragment from the instrument disengaged into the patient's cavity and was not retrieved.